Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined system check with tandem technical support. Customer's blood glucose was 305-307 mg/dl customer reverted to manual insulin therapy.